Manufacturer narrative:
Batch review performed on 31 july 2025 mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot. 2503902: 99 items manufactured and released on 28-feb-2025. Expiration date: 10-feb-2030. No anomalies found related to the problem. To date, 83 items of the same lot have been sold with a similar reported event during the period of review. Additional implant involved, batch review performed on 31 july 2025 mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 2424776: 100 items manufactured and released on 25-oct-2024. Expiration date:07-oct-2029. No anomalies found related to the problem. To date, 92 items of the same lot have been sold with no similar reported event during the period of review. Conclusion: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision at about 2 months from the primary surgery due to a dislocation of the head from the liner, and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.